Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they can't find their communicator and they can't turn therapy on or adjust therapy due to this. Patient stated they have charged their implant but can't turn therapy back on or change anything because they don't have communicator (patient clarified they have handset and charger but not communicator). Patient stated this started maybe about 2 days ago when they were about to adjust therapy and stated they were going through a really bad place because therapy had turned off and they needed to charge it up and turn it back on. A request was sent to the repair department to replace lost communicator.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.